Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no capture at 7.5v, no sensing at 0.5mv and >3000 ohms impedance on the atrial channel. When the lead tested normal via an analyzer, it was reconnected to the pulse generator. No capture, no sensing and >3000 ohms impedance were observed. This test was repeated several times before deciding to replace the pulse generator.